Event description:
Older male with history of hypertension, hyperlipidemia, and obesity. Coronary artery bypass graft x 3 and "hemapro 2 broke off in patients left leg during endoscopic vessel harvesting. Cautery not functioning on equipment either."